Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invasion, abnormality of electronic parts occurred which led to occurrence of the suggested event. The event can be detected by following the instructions for use (IFU) which state: - inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that during a diagnostic tracheoscopy procedure, the evis lucera elite bronchovideoscope, while being used with the evis lucera elite video system center, found that the images were abnormal with red striated flashes. The intended procedure was completed with the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the image would flicker occasionally due to a defective plug unit. Additional issues were identified during the device evaluation: the channel tube was leaking, and the channel port was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.